Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the affected 5 of the spine screws placed with the aid of navigation was detected by the surgeon with a fluoroscopic verification before finalizing the surgery, and these placements were corrected at the very same surgery under fluoroscopic guidance. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by these deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 15-20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of five of the spine screws placed with the aid of navigation deviating cranially by ca. 2 mm, in vertebra left l1 additionally ca. 2mm lateral and in l2 and l3 angulated with the targets into the disc space, is: incorrect manual registrations of the patient anatomy to the navigation by the user, not following brainlab instructions. Each paired point registration was performed with the user selecting landmarks on two different vertebrae, including a point from the spinous process of the vertebra cranial to the vertebra being registered. Registration landmarks are to be defined and subsequent points to be collected on the patient anatomy only on the one vertebra to be registered. This caused the navigation software to not find an accurate match as desired in the region of interest for these specific instrumentations, between the preoperative image dataset and actual patient anatomy. A further, to a lesser extend contributing factor, is: relative movements of the vertebrae operated on (l1-l3) during the surgery procedure in relation to the vertebra the navigation reference was fixated to (t9), due to a non-rigid anatomical connection and the forces applied to the bones during instrumentation. A structural instability - scoliosis, which also can be observed in the image data sets provided - was present in between, and before these vertebrae instrumentations the surgeon had performed a partial disc spaces disectomy at the vertebrae in between, both reducing the rigidity of the spine. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and re-registering - in combination with a not sufficiently rigid anatomical connection of the vertebra operated on - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the registration, and continuously throughout the procedure, before and during the preparations and screw placements into the affected vertebrae. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a thoracolumbar fusion of vertebrae t4 to l3, due to a complex scoliosis, with intended placement of 14 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.0. During the procedure the surgeon: after the first separate part of this surgery without navigation, an anterior spinal release, placed one hook at vertebra t4 and 4 spine screws in t5 to t7 without using the aid of navigation. With the patient in prone position, attached the navigation reference array on the spinous process of vertebra t9. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Retracted the skin of the incision further -apparently also affecting the skin around the navigation reference array- and received a warning from the navigation of possible navigation reference movement. Correspondingly re-checked the navigation accuracy, and determined it no longer suitable for this surgery. Decided to anew register the patient anatomy to the navigation using the manual pair point method acquiring registration points with the navigated pointer on vertebrae l3 and l2 - to a pre-operative CT of the patient that also had been formerly imported into the navigation - verified this new registration and accepted the navigation accuracy to proceed. Used the navigated drill guide 2.6mm with depth control to drill 4 pilot holes bilateral into the vertebrae l2 and l3. Calibrated a non-brainlab tap to navigation for instrument position display and threaded the pilot holes. Placed the spine screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes bilateral in l2 and l3. Placed the further intended spine screws, by performing new paired point registrations and with the same navigated method as before, in the vertebrae l1 to t10. Performed an intra-operative fluoroscopic verification of the screw placements, and determined that the 4 screws placed in l2 and l3 deviated from their intended positions, by ca. 2mm cranial at the entry and into the disc space. Decided to remove these 4 deviating spine screws, as well as one l1 screw (left l1) not liking its placement, and re-placed these screws to their desired position under fluoroscopic guidance without using the aid of navigation. Placed the remaining intended spine screws in t8 and t9 also under fluoroscopic guidance, and attached the rods for the spine correction. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of the affected 5 of the spine screws placed with the aid of navigation was detected by the surgeon with a fluoroscopic verification before finalizing the surgery, and these placements were corrected at the very same surgery under fluoroscopic guidance. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by these deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 15-20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.